Event description:
It was reported that a patient had to seek medical attention because they had a stomach ache, headache, and blood glucose (bg) was around 290 mg/dl and climbing. The patient was wearing the pod for 24 to 36 hours on the hip/buttocks. The patient was placed on intravenous therapy with insulin and fluids. The patient was released after 3 hours. The patient stated that after they removed the pod the cannula had a bend in it.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia/hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.